Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the rear therapy electrodes and on the abdomen. The patient's physician prescribed sarna cream, goldbond cream, and benadryl cream. Follow up indicated that the irritation healed.